Manufacturer narrative:
Bed located in pre op area. Problem: brakes would set but not hold. Found that casters were bad. Replaced all casters to resolve this issue.

Event description:
Information received that the brakes would set but not hold. No injury reported.